Event description:
The customer reported elevated troponin I (accutni) results, within the risk stratification range, for one patient involving access 2 immunoassay system. This is report number two of two referencing system serial number (B)(4). The elevated results were discordant to an alternate methodology, which was negative. The elevated results were released out of the laboratory. The emergency room (ER) physician suspected heterophile interference as the patient did not show signs of cardiac risk. There was no report of patient injury. There has been no report of change in patient treatment associated with this event. The customer supplied beckman coulter, inc. With the patient samples for further analysis.

Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. The samples were collected in plastic 16x100 bd lithium heparin tubes. The samples were centrifuged at less than 5,000 rpm (rotations per minute) for greater than 5 minutes in a swinging bucket centrifuge. Testing beckman coulter customer product line support (cpls) laboratory confirmed the existence of heterophile interference in the patient samples. This interfering compound causes false positive troponin I results. Product labeling: for assays employing mouse antibodies, the possibility exists for interference by human anti-mouse antibodies (hama) in the sample. Human anti-mouse antibodies may be present in samples from patients who have received immunotherapy or diagnostic procedures utilizing monoclonal antibodies or in individuals who have been regularly exposed to animals. Additionally, other heterophile antibodies, such as human anti-goat antibodies, may be present in patient samples. The access accutni results should be interpreted in light of the total clinical presentation of the patient, including: symptoms, clinical history, clinical examination, electrocardiogram (ECG), data from additional tests, and other appropriate information. Medical decisions should not be based on a single accutni determination at one time point. This reportable event was identified during a retrospective review of product complaints conducted from january 01, 2008 through october 23, 2010 for additional reportable events. This medwatch report is related to MDR 2122870-2011-02922.